Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection confirmed that the tubing part separated from the luer activated valve. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was related to a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a broken clearlink bag spike adapter was identified during priming. There was no patient involvement. No additional information is available.